Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Additional information was provided that patient at 35 day post op exam, remains with a corneal edema and an endothelial alteration that is likely to be permanent. There was no loss of visual lines, because the patient had visual improvement with surgery. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss conducted surgical monitoring and performed an adjustment on the surgeon parameter settings configuration. After the adjustment of surgeon parameters, six surgeries were observed and there was no edema after the postoperative. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported corneal edema postoperative with a compact phacoemulsification unit. No additional information is provided.

Manufacturer narrative:
(B)(6). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.